Event description:
This lead was explanted one day post implant due to dislodgement due to tricuspid regurgitation. The physician chose to implant an active lead instead; setrox s 53, (B) (4). Pathology has retained this lead.